Event description:
Medwatch report number mw5109491.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the indication of the procedure? What energy setting was used during the procedure? Did the user experience any alert screens during the device's use? What was the required intervention? What was the adverse event/serious injury that was indicated in the medwatch? How was the procedure completed? What is the patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2022. D4 batch #: v7021t. Additional information was requested and the following was obtained: what was the indication of the procedure? Procedure was parotidectomy. What energy setting was used during the procedure? 3 and 5. Did the user experience any alert screens during the device's use? Initially. What was the required intervention? Defective device was removed from the field. New device was opened and used. What was the adverse event that was indicated in the medwatch? Required intervention. How was the procedure completed? New device was opened and used. What is the patient¿s current status? Patient was transferred to pacu in stable condition. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is it standard protocol for this surgeon¿s patients to go to the pacu or was it the result of the difficulties with the device? Was the patient¿s post op care in any way as a result of the device issues? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har9f device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11, it was found to be functional. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: the amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2022. Additional information was requested and the following was obtained: is it standard protocol for this surgeon¿s patients to go to the pacu or was it the result of the difficulties with the device? It is a standard protocol. Was the patient¿s post op care in any way as a result of the device issues? No different upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.